Event description:
It was stated that the display was blank. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display board.